Manufacturer narrative:
Age or dob, weight ethnicity: unknown/no information provided. Not applicable, as lens was not explanted. Initial reporter telephone number:(B)(6). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found cosmetic issue on the surface of the lens during its implantation into patient's eye. Product was not available for return as the lens remains implanted in the patient's eye. It was reported that patient did not suffer from any injury and no medical or sugical interventions were therefore required. The post-op evaluation was performed and no special issue was noted. No additional information was provided.